Event description:
Procedure type: hysterectomy. According to the reporter: the needle was passed through the anterior wall of the vaginal cuff. No resistance was met during the application and the field was clear of any obstacles for the needle. Upon toggling of the endostitch device, it was noticed that the needle had broken. The broken half of the needle was identified in the surgical field and retrieved. Subsequent needles from the same box and lot number were used on the same tissue without problem. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue damage.

Manufacturer narrative:
(B)(4).